Event description:
It was reported that during a laparoscopic cholecystectomy procedure on the first firing the, clips came out of the device crossed; they were not straight. The same event occurred with the second device. The case was completed with a third device of the same product code. It was not known if a cholangiogram was performed with this procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis result of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded and misaligned. In an attempt to replicate the reported incident the device was functionally evaluated. The device was cycled and fourteen scissored clips were fed and formed; finally the instrument locked out as intended. Possible causes for the found condition of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.